Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a radial jaw 4 pulmonary biopsy forceps device was used in the lungs during a bronchoscopy procedure on (B)(6) 2016. According to the complainant, the patient was admitted on (B)(6) 2016. (Reason for admission was not reported). On (B)(6) 2016 a bronchoscopy was performed. A radial jaw 4 pulmonary biopsy forceps device was used in the lungs during the bronchoscopy procedure. During the procedure both pull wires of the biopsy forceps broke and the jaws were loose. The biopsy forceps was removed from the patient. At this time the procedure was completed. Following the procedure, the patient developed a pneumothorax and subcutaneous emphysema. The patient was sent to the ICU, a chest tube was placed and supplemental oxygen were provided. An inspection and x-ray were performed and did not reveal any retained foreign body. Reportedly, the physician was not able to determine the cause of the pneumothorax. The patient was in the ICU until the pneumothorax was resolved and the chest tube was removed. The patient was discharged from the hospital on (B)(6) 2016.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 pulmonary biopsy forceps device was used in the lungs during a bronchoscopy procedure on (B)(6) 2016. According to the complainant, the patient was admitted on (B)(6) 2016. (Reason for admission was not reported). On (B)(6) 2016 a bronchoscopy was performed. A radial jaw 4 pulmonary biopsy forceps device was used in the lungs during the bronchoscopy procedure. During the procedure both pull wires of the biopsy forceps broke and the jaws were loose. The biopsy forceps was removed from the patient. At this time the procedure was completed. Following the procedure, the patient developed a pneumothorax and subcutaneous emphysema. The patient was sent to the ICU, a chest tube was placed and supplemental oxygen were provided. An inspection and x-ray were performed and did not reveal any retained foreign body. Reportedly, the physician was not able to determine the cause of the pneumothorax. The patient was in the ICU until the pneumothorax was resolved and the chest tube was removed. The patient was discharged from the hospital on (B)(6) 2016.

Manufacturer narrative:
Visual examination of the returned device found both pull wires broken. Further analysis found the pull wires presented evidence of shear and tension overload in the first bend area as mode of wire fracture. The evaluation concluded that the condition of the returned device was consistent with the reported incident that both pull wires broke. Per event information, the issue was noticed during procedure and inside the patient. Pull wire broken is likely due to anatomical /procedural factors encountered during the procedure. Therefore, the most probable root cause is "operational context". Pneumothorax is a known physiological effect of the procedure noted within the directions for use, and/or device labeling. Therefore, this event is an anticipated procedural complication. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomalies were found.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 pulmonary biopsy forceps device was used in the lungs during a bronchoscopy procedure on (B)(6) 2016. According to the complainant, the patient was admitted on (B)(6) 2016. (Reason for admission was not reported). On (B)(6) 2016 a bronchoscopy was performed. A radial jaw 4 pulmonary biopsy forceps device was used in the lungs during the bronchoscopy procedure. During the procedure both pull wires of the biopsy forceps broke and the jaws were loose. The biopsy forceps was removed from the patient. At this time the procedure was completed. Following the procedure, the patient developed a pneumothorax and subcutaneous emphysema. The patient was sent to the ICU, a chest tube was placed and supplemental oxygen were provided. An inspection and x-ray were performed and did not reveal any retained foreign body. Reportedly, the physician was not able to determine the cause of the pneumothorax. The patient was in the ICU until the pneumothorax was resolved and the chest tube was removed. The patient was discharged from the hospital on (B)(6) 2016.